Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger will not recognize a battery) was due to corrosion on the battery board pca. The root cause for the corrosion was unable to be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.